Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. Therefore, the assignable root cause was not determined. However, during evaluation, it was determined that the device could not insert the k-wire device, could not secure/drive k-wire, and the seal was worn and the bearing was damaged. The device also failed pretests for check function of adjusting sleeve, check function of lever, check the cannulation of attachment, check the symmetry with handpiece, check the tool quick coupling, check self-holding force in smallest range and check self-holding force in largest range. The assignable root cause was traced to user error.

Event description:
It was reported that the k wire of the q coupling device was broken inside. It was unknown when the event occurred. There were no reports of delays to a surgical procedure. During in-house engineering evaluation, it was determined that the device could not insert the k-wire device, could not secure/drive k-wire, and the seal was worn and the bearing was damaged. The device also failed pretests for check function of adjusting sleeve, check function of lever, check the cannulation of attachment, check the symmetry with handpiece, check the tool quick coupling, check self-holding force in smallest range and check self-holding force in largest range. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2025. All available information has been disclosed.